Manufacturer narrative:
A fracture of the conductor was found at the rv conductor leg consistent with fatigue. This fracture is consistent with the observation from the field of high impedance.

Event description:
It was reported that high voltage lead impedance was observed. Lead fracture was noted in the ICD pocket. Lead was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.